Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an abrasion/ open wound under the lifevest equipment. Patient described the area as rubbed raw, red, and itchy with skin broken, but no bleeding due to the sides of the garments being too tight and rubbing. There was no alleged device malfunction contributing to the irritation. It's unclear if the physician who spoke with support services, applied any creams or ointments to the skin irritation. Reporting out of the abundance of caution. Follow up indicated that the skin irritation improved.